Manufacturer narrative:
The device was not returned and could not be evaluated. It was not saved by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a leak in iab circuit alarm. The nurses did not use the "help" screen or restart the console. Since the console had not been pumping for over 30 minutes, the physician removed the iab. The customer was advised that removal was not necessary since there was no blood in the channel. There was no patient harm or adverse event reported.